Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm value was 70 mg/dl and the patient started to head inside from their yard to treat the bg. Once she made it to the porch, she lost her vision and fell down, but could still hear. A bg finger stick obtained by her spouse was 36 mg/dl. He gave her fruit juice to drink and also treated her with 2 glucose tabs. Her eyesight returned when her bg values normalized. Afterwards he helped her to bed where she slept for roughly 4 hours, and no medical intervention was necessary. After the event she was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall b zone of the parkes error grid. No additional patient or event information is available.